Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully and the closure device was implanted in the laa of the patient. Later that same day the patient was reported to have had a pericardial effusion with cardiac tamponade. The physician performed a pericardial tap and drew 200cc of fluid from the patient. The patient recovered from these events and was discharged from the hospital doing fine a few days later.